Manufacturer narrative:
Service technician replaced the data acquisition to motor controller cable to prevent recurrence of da pcba adc failed (data acquisition printed circuit board analog-to-digital converters).

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician identified occurrence of da pcba adc failed in the diagnostic event log. The risk to a patient for this occurrence is mitigated through an alert notification. This is a ¿check vent¿ occurrence which means the device continues to operate even as the alert is active; however if the condition is persistent and not addressed, a ventilator inoperative (vent inop) condition can occur. Resolution and disposition: service technician has made to customer the recommendation to replace the data acquisition to motor controller cable to prevent recurrence. Customer estimate approval is pending.

Event description:
Customer sent the device to the international service center for routine periodic maintenance. The service technician during service reviewed the diagnostic event log and identified occurrence of da pcba adc failed (data acquisition printed circuit board analog-to-digital converters). There was no patient involvement.

Manufacturer narrative:
Conclusion code updated to reflect new information. Resolution and disposition: service technician replaced the data acquisition to motor controller cable to prevent recurrence of da pcba adc failed (data acquisition printed circuit board analog-to-digital converters)